Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with a 2x40mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.